Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). Two mos later, the nurse contacted the manufacturer reporting that while doing a regular check of the patient's readings found the second screen of the system monitor displaying an error code #4. No one at the hospital saw or heard an alarm occur. The nurse called the manufacturer for information on the error code that they were getting. The manufacturer explained that the error code #4 was a run line fault. The hospital stated that early in the day the patient had disconnected the controller and threw it across the room. They reconnected it and had to restrain the patient. It is possible the error code was captured during the reconnecting of the controller to the pump. There has been no error code captured since. The hospital sent in wave forms to the manufacturer for analysis.